Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details are not available. The recipient¿s device will reportedly not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly experienced a stitch abscess. The recipient's site was drained and treated with antibiotics a couple of times. The stitch abscess later turned into an infection. The recipient's device was explanted on (B)(6) 2018, due to post-aural wound infection. However, the electrode was left in place. The recipient's electrode was removed on (B)(6) 2019, and the recipient was then reimplanted with another advanced bionics cochlear device.